Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of info, no conclusion can be drawn at this time.

Event description:
Pt had successful implant of a bifurcated device, an infrarenal cuff, and two limb extensions in 2009. One month CT revealed a proximal type I endoleak. At approximately one month later, the pt was treated with a suprarenal proximal cuff; procedure was completed with good results.